Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had a full-height issue affecting multiple cubies. A field service engineer found that all connections, including the tractor band, were in good condition. The fse found that the drawer had a foil piece of debris shorting out the entire road board. A field service engineer removed the bigger chunks of debris out of the connection pads and rebooted the system to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its auxiliary drawer was not detected. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.